Manufacturer narrative:
The patient ID was not provided by the site. Lot # of the suspect straight suction is 32051. The suspect instrument (straight suction), was returned for analysis: tested the probe and it does not verify, it displays a divot error of 11.0mm. The tip is visibly bent. This issue will be trended and monitored in a medtronic hardware anomaly tracking database. A new suction was sent to the site for issue resolution.

Event description:
A medtronic representative reported that during a transsphenoidal surgery the surgeon alleged that navigation became inaccurate. He said navigation was "way off" and requested to re-register. After a second registration was performed the straight suction would not verify. It was found upon visual inspection that the straight suction had bent during the surgery and was therefore inaccurate. Another straight suction was not available. The surgeon elected to abandon use of navigation and successfully completed the surgery without. No harm to the patient occurred.